Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation - customer declined replacement (vial of test strips had been sent). Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for erratic blood glucose test results. Fiance is calling on behalf of the customer. The customer is concerned with test results from back to back blood tests of 94 and 190 mg/dl fasting. The customer was not using the proper testing technique. The customer does not have an expected glucose range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturers expiration date is 12/20/2018 (expired) and customer could not recall the open vial date. The customer did have another vial of test strips that had been stored and handled correctly, zx4174s, manufacturers expiration date is 07/14/2022. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 153 mg/dl and 159 mg/dl using true metrix meter; customer was satisfied with the results obtained. The meter memory was not reviewed for previous test result history.